Manufacturer narrative:
(B)(4).

Event description:
It was reported that a detached sensor wire occurred. The sensor was inserted into the abdomen on (B)(6) 2020. No product was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, additional information was provided on 06/12/2020. It was initially reported that on (B)(6) 2020, the sensor wire detached when he removed the sensor pod from his skin, and it remained stuck in his body. He noticed the wire sticking out and removed it, but a portion apparently broke off and remained in his abdomen. He felt sharp, stabbing pain when he moved, and a slight bump under the skin. The patient had an x-ray to confirm the location of the retained piece and on (B)(6) 2020 and had surgery under general anesthesia to remove it. He was discharged from the hospital on (B)(6) 2020. No additional patient or event information is available.